Event description:
Attempting to remove a ureteral stent from left kidney wire tip fell apart inside pt. Tip was removed from pt. Dose or amount: 0.035inx150cm. Dates of use: single use, 2009. Diagnosis or reason for use: hydronephrosis. Event abated after use, stopped or dose reduced: yes.